Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
Date sent to the FDA: 04/11/2017. It was reported that following insertion the patient experienced infection, urinary/bowel problems and bleeding.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with hysteroscopy dilatation and curettage and novasure endometrial ablation.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018. Patient codes: (B)(4) - nocturia, urinary hesitancy. It was reported that following insertion the patient experienced urinary urgency, urinary frequency, nocturia, and urinary hesitancy. No additional information was provided.